Manufacturer narrative:
(B)(4). The event was a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of use error- failed to follow therapy steps was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a check supply line alarm which occurred on the homechoice during use during prime. The hp had changed out only the cassette and reconnected the same bags in an attempt to resolve the alarm. The baxter technical services representative explained that the setup was compromised. The hp understood and would start over with new supplies. Baxter product surveillance spoke with the home patient (hp) on (B)(6) 2011. The hp had spoken with his nurse about the user error and now understood the contamination risk. There were no adverse effects reported in relation to this incident and therapy has been going well since. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.